Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that ptca in the lad lesion was performed. On deployment of the stent at the site of lesion, a dissection was noted at the proximal edge of the stent which was sealed by a xience v (2.75 x 15 mm). Product remains in the pt. The pt is doing fine. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - dissection is a known adverse event associated with coronary stenting as noted in the xience v IFU and risk assessment matrix and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other). A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined.